Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 was jammed and failed to open and not detected on bus. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 was not detected on the bus. A field service engineer (fse) shutdown the medstation, removed the back panel, and then disconnected and reconnected the row board cable from drawer control board and cubie trays. The fse locked the back panel and powered on the station. Functional testing was completed successfully in both hardware test and medstation applications. The system functioned as intended after the field service engineer replaced the device.